Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 180 mg/dl. Reportedly, customer will use a backup pump for insulin therapy.